Event description:
It was reported that t:slim x2 pump battery would not charge even when different charging cables and wall adapters were tried, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, to enter pump settings and connect continuous glucose monitor to replacement pump, and was informed to return malfunctioning pump within 10 days while replacement pump was arranged under warranty.